Event description:
Received information regarding a cartridge alarm. No reported information regarding customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up MDR will be submitted.